Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent system that are cleared in the us. The pro code and 510 k number for the venovo venous stent system are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, no specific lot was provided, therefore, no DHR-review could be performed. Investigation summary: provided x-ray video clips, us video clips, and x-ray images demonstrate the placed stent inside the vessel overlapping another longer stent. The stent is fractured in the mid-section approximately 10mm distal to the overlapping section. The images also confirm occlusion. The fracture is categorized as several fractures without axial displacement. Also, placement of an additional stent inside the fractured stent is documented. A manufacturing related issue could not be found. Therefore, previous investigations of similar complaints were reviewed. Restenosis of a stent may be caused by various factors and may even occur inside non-defective stents that have been correctly placed. Restenosis may be related to the general condition of the patient, to the vascular conditions of the patient, to stent oversizing, or to medication. Insufficiently or not performed balloon dilation, and irregular stent placement may be contributing factors. Restenosis and stent fracture may be related to each other. Based on the investigation of the provided information, the investigation is closed as confirmed for stent fracture and occlusion. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Holding and handling of the system throughout the procedure was found sufficiently described. Regarding pta the instruction for use state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended.', and 'post stent expansion with a balloon dilatation catheter is recommended.' Under required materials the instruction for use state: '8f introducer for stent diameters of 10 mm and 12 mm (...) 0.035-inch (0.89 mm) diameter guidewire' the instruction for use further state: 'if a long lesion needs to be stented consider using the longest available stent rather than overlapping stents.' A stent size selection table is part of the instruction for use describing the relationship between vessel diameter and stent diameter. G3, h6 (device, result). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using the venous stent, positioned in the common iliac vein (civ) to the external iliac vein (eiv) region for the treatment of deep vein thrombosis (dvt) in the left lower limb. Approximately five months later, in (B)(6) 2025, during a follow-up visit six months post-procedure, it was allegedly confirmed that there was tin-stent restenosis in the common femoral vein, indicating a suspected fracture of the stent. It is believed that the stent in the common femoral vein (cfv) had fractured, leading to a narrowing of the lumen and a decrease in blood flow. Notably, the patient remained asymptomatic. The current status of the patient was unknown.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure using the venous stent, positioned in the common iliac vein (civ) to the external iliac vein (eiv) region for the treatment of deep vein thrombosis (dvt) in the left lower limb. Approximately five months later, on (B)(6) 2025, during a follow-up visit six months post-procedure, it was allegedly confirmed that there was tin-stent restenosis in the common femoral vein, indicating a suspected fracture of the stent. It is believed that the stent in the common femoral vein (cfv) had fractured, leading to a narrowing of the lumen and a decrease in blood flow. Notably, the patient remained asymptomatic. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent system that are cleared in the us. The pro code and 510 k number for the venovo venous stent system are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, no specific lot was provided, therefore, no DHR-review could be performed. Investigation summary: provided x-ray video clips demonstrate the placed stent inside the vessel overlapping another stent. The stent is fractured in the mid section approximately 10mm distal to the overlapping section. The fracture is categorized as several fractures without axial displacement. Also, placement of an additional stent inside the fractured stent is documented. A manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as confirmed for stent fracture. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Holding and handling of the system throughout the procedure was found sufficiently described. Regarding pta the instructions for use (IFU) state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended.', and 'post stent expansion with a balloon dilatation catheter is recommended.' Under required materials the IFU state: '8f introducer for stent diameters of 10 mm and 12 mm, 0.035 inch (0.89 mm) diameter guidewire' the IFU further state: 'if a long lesion needs to be stented consider using the longest available stent rather than overlapping stents.' A stent size selection table is part of the IFU describing the relationship between vessel diameter and stent diameter. B5, g3, h6 (method, result). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent system that are cleared in the us. The pro code and 510 k number for the venovo venous stent system are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: provided x-ray video clips, us video clips, and x-ray images demonstrate the placed stent inside the vessel overlapping another longer stent. The stent is fractured in the mid section approximately 10mm distal to the overlapping section. The images also confirm occlusion. The fracture is categorized as several fractures without axial displacement. Also, placement of an additional stent inside the fractured stent is documented. Based on the investigation of the provided information, the investigation is closed as confirmed for stent fracture and occlusion. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Holding and handling of the system throughout the procedure was found sufficiently described. Regarding pta the instruction for use (IFU) state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended.', and 'post stent expansion with a balloon dilatation catheter is recommended.' Under required materials the instruction for use state: '8f introducer for stent diameters of 10 mm and 12 mm (...) 0.035-inch (0.89 mm) diameter guidewire' the instruction for use further state: 'if a long lesion needs to be stented consider using the longest available stent rather than overlapping stents.' A stent size selection table is part of the instruction for use describing the relationship between vessel diameter and stent diameter. D4 (medical device lot #, medical device expiration date), g3. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a 74-year-old female patient underwent a stent placement procedure using the venous stent, positioned in the common iliac vein (civ) to the external iliac vein (eiv) region for the treatment of deep vein thrombosis (dvt) in the left lower limb. Approximately five months later, on (B)(6) 2025, during a follow-up visit six months post-procedure, it was allegedly confirmed that there was in-stent restenosis in the common femoral vein, indicating a suspected fracture of the stent. It is believed that the stent in the common femoral vein (cfv) had fractured, leading to a narrowing of the lumen and a decrease in blood flow. Notably, the patient remained asymptomatic. The current status of the patient was unknown.

Event description:
It was reported through the results of a clinical study that, on (B)(6) 2025, a 74-year-old female patient underwent a stent placement procedure using the venovo venous stent. Approximately six months after stent placement, a thrombus was observed within the stent. It was further reported that the patient had stenosis and that the stent had allegedly fractured, which required a re-intervention to replace it with another stent. However, the current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent system that are cleared in the us. The pro code and 510 k number for the venovo venous stent system are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: provided x-ray video clips, us video clips, and x-ray images demonstrate the placed stent inside the vessel overlapping another longer stent. The stent is fractured in the mid section approximately 10mm distal to the overlapping section. The images also confirm occlusion. The fracture is categorized as several fractures without axial displacement. Also, placement of an additional stent inside the fractured stent is documented. Restenosis of a stent may be caused by various factors and may even occur inside non-defective stents that have been correctly placed. Restenosis may be related to the general condition of the patient, to the vascular conditions of the patient, to stent oversizing, or to medication. Insufficiently or not performed balloon dilation, and irregular stent placement may be contributing factors. Restenosis and stent fracture may be related to each other. Further procedural details regarding the stent placement have not been provided. Based on the investigation of the provided information, the investigation is closed as confirmed for stent fracture and occlusion. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Holding and handling of the system throughout the procedure was found sufficiently described. Regarding pta the instructions for use (IFU) state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended.', and 'post stent expansion with a balloon dilatation catheter is recommended.' Under required materials the IFU state: '8f introducer for stent diameters of 10 mm and 12 mm (...) 0.035 inch (0.89 mm) diameter guidewire' the IFU further state: 'if a long lesion needs to be stented consider using the longest available stent rather than overlapping stents.' A stent size selection table is part of the IFU describing the relationship between vessel diameter and stent diameter. B5, g2, g3, h6 (patient). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, it was reported that venous stent were positioned in the common iliac vein (civ) to the external iliac vein (eiv) region for the treatment of deep vein thrombosis (dvt) in the left lower limb. In (B)(6) 2025, during a follow-up visit six months post-procedure, it was allegedly confirmed that there was tin-stent restenosis in the common femoral vein, indicating a suspected fracture of the stent. It is believed that the stent in the common femoral vein (cfv) had fractured, leading to a narrowing of the lumen and a decrease in blood flow. Notably, the patient remained asymptomatic. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent system that are cleared in the us. The pro code and 510 k number for the venovo venous stent system are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On march 12, 2025, it was reported that venous stent were positioned in the common iliac vein (civ) to the external iliac vein (eiv) region for the treatment of deep vein thrombosis (dvt) in the left lower limb. In (B)(6) 2025, during a follow-up visit six months post-procedure, it was allegedly confirmed that there was tin-stent restenosis in the common femoral vein, indicating a suspected fracture of the stent. It is believed that the stent in the common femoral vein (cfv) had fractured, leading to a narrowing of the lumen and a decrease in blood flow. Notably, the patient remained asymptomatic. The current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent system that are cleared in the us. The pro code and 510 k number for the venovo venous stent system are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, no specific lot was provided, therefore, no DHR-review could be performed. Investigation summary: images demonstrating the reported issue have not been provided which leads to inconclusive result. A manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. Holding and handling of the system throughout the procedure was found sufficiently described. Regarding pta the instructions for use(IFU) state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended.', and 'post stent expansion with a balloon dilatation catheter is recommended.' Under required materials the IFU state: '8f introducer for stent diameters of 10 mm and 12 mm (...) 0.035 inch (0.89 mm) diameter guidewire' the IFU further state: 'if a long lesion needs to be stented consider using the longest available stent rather than overlapping stents.' A stent size selection table is part of the IFU describing the relationship between vessel diameter and stent diameter. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.